Event description:
A pt reported they were unable to test on their meter. Their one touch ii meter allegedly had no power. There was no result on their meter.no other tests or comparisons. No treatment. No further info has been reported.